Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons are intermittently unresponsive. The patient stated that he wears the pump in a pump skin on his belt, and cleans the pump with a damp cloth. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
(B)(4): testing confirmed that all of the keypad buttons were responding appropriately to button presses. The keypad was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.